Manufacturer narrative:
(B)(4).

Event description:
It was reported that a tear in the package occurred. An advantage balloon catheter inflation device was selected for use. During unpacking, when the nonsterile packaging was opened, the sterile portion of the package tore as well. The sterile seal broke outside of the sterile field. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A encore device within its tray with the tyvek partially open was returned for this complaint, there is some residues of tyvek over the edges of the tray in the seal area. There is no evidence that the device or its packaging is out of specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue as the product met specification but the user was reportedly dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that a tear in the package occurred. An advantage balloon catheter inflation device was selected for use. During unpacking, when the nonsterile packaging was opened, the sterile portion of the package tore as well. The sterile seal broke outside of the sterile field. The procedure was completed with another of the same device. No patient complications were reported.